Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One used (1) smallbore extension set, without packaging, was returned in connection with this complaint. Also attached to the extension set was an unidentified set. Visual examination of the returned set noted blood spotted throughout the tubing. A closer visual examination of the caresite in question, noted no defects. Due to the amount of blood clogging the caresite valve, no other testing could be performed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: the caresite was found contaminated. No injury reported.